Event description:
It was reported the physician implanted a gore helix septal occluder to close an atrial septal defect. A chest x-ray was taken the evening of the implant procedure, revealing device embolization. The following morning, the device was retrieved from the right pulmonary artery with vascular retriever forceps, and another helix device was implanted. The pt was doing well following the procedure and there were no reported adverse effects attributed to the event.

Manufacturer narrative:
A review of the mfg records verified that the lot was processed normally and all pre-release specifications were met.